Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch, regarding this issue, two closed as confirmed. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis. We have received a picture showing an open sample with needle detached from the thread and the thread is still wound on the pack. Nevertheless, considering that there are previous confirmed complaints regarding the same issue, we consider that this complaint is confirmed as well. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. Needle attachment results conducted on samples before releasing the product were 1.01 kgf in average and 0.71 kgf in minimum and fulfilled ep requirements: 0.46 kgf in average and 0.23 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the samples received in previous complaints and the picture received show that the needle escaped from the thread. Final conclusion: taking into account that the results of the samples received in the previous complaints and the picture received did not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the surgical thread is used, there is a needle phenomenon that is not attached to the only one, so it is not possible to use it. Further information has been requested.